Event description:
It was reported complications occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was advanced to the left atrium. An unknown pigtail catheter was then used to place the was in the laa. When the pigtail catheter was being removed from the was, there was no back bleeding from the opened hemostasis valve. Pressurized saline flush was being utilized; when this was stopped, back bleeding was then clearly visible. In the next minute, the patient's blood pressure and heart rate dropped. It was suspected that air was possibly introduced through the was irrigation. It was reported there was no air visualized at any time in the was or in the patient on the fluoroscopic and echocardiographic imaging. The blood pressure drop was treated by saline infusions and medication for about 2 minutes and the patient stabilized. After the patient stabilized the procedure was immediately continued and a watchman laa closure device was successfully implanted in the laa. The patient showed no symptoms or neurological deficits due to the event. The patent was discharged from the hospital one day post procedure.